Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to separates during use as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set integrated holder separates from the non patient end needle (pbbcs pah) and hub separates from the device. The following information was provided by the initial reporter: "during the sampling, when the tube was placed in the pump body, the closed system got separated at the level of the end piece of the epicranium and the adapter fixed on the pump body. The incident occurred 3 times with 3 different patients and with 3 tubes of different colors (purple, green and brown), a new sample needed, patients pricked again."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set integrated holder separates from the non patient end needle (pbbcs pah) and hub separates from the device. The following information was provided by the initial reporter: "during the sampling, when the tube was placed in the pump body, the closed system got separated at the level of the end piece of the epicranium and the adapter fixed on the pump body. The incident occurred 3 times with 3 different patients and with 3 tubes of different colors (purple, green and brown), a new sample needed, patients pricked again."